Event description:
Patient underwent surgery on (B)(6) 2015 to explant the vns generator and lead. The explanted products were received on (B)(4) 2015. Analysis is underway but has not been completed.

Event description:
It was initially reported that the patient was having a lead issue and was seeing a surgeon about it. Follow-up indicated that the patient had high impedance at recent appointment. X-rays were taken but will not be provided to the manufacturer for evaluation due to the facility's policy. It is unknown if there was any trauma or manipulation that occurred, the patient is mentally delayed and unable to relay that type of information. Surgery had not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the generator showed that there were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis the outer silicone tubing appeared to be twisted and abraded open near the end of the connector boot. During the visual analysis the (-) connector pin quadfilar coil appeared to be broken. Scanning electron microscopy was performed on the (-) connector pin quadfilar coil breaks and identified the areas as having evidence of being worn to the point of fracture with flat spots on the coil surface. Pitting was observed on the coil surface of the (-) connector pin quadfilar coil break. The abraded openings found on the outer and (-) connector pin inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and (-) inner silicone tubes. No other obvious anomalies were noted.

Event description:
Patient's vns was disabled on (B)(6) 2011 and remains off currently. Additional information was received that the patient a non-responder to vns therapy and therefore the physician does not wish to put the patient through surgery to revise the lead because patient is developmentally delayed and had complications with the previous vns procedure. The complication with the previous procedure was reported in manufacturer report #1644487-2010-01886.

Manufacturer narrative:
Patient's vns was disabled on (B)(6) 2011. This information was inadvertently left out of the initial report.